Event description:
57 yr old black male admitted via emergency dept. With compliants of severe right leg pain, s/p cadaveric transplant x2 resulting in chronic rejection and transplant nephrectomy x2, also a history of colon cancer. S/p polypectomy with a long standing history of pulmonary disease. CT revealed a right iliac pseudoaneurysm, approx 20 cm in its greatest diameter and extending up the psoas muscle. Arteriography revealed a jet of contrast out of small leak in the right common iliac artery. A stent graft (394 sten) and a 3mm thin wall co's graft, were backloaded into a #10 heavy duty reinforced sheath. Could not be advanced, a balloon occlusion catheter was positioned, pt proceeded to surgery, a greater than 10cm pseudoaneurysm was observed. This was repaired and a right iliac to femoral interposition with 8mm another graft was placed. The pt's postoperative recovery was completed by coagulopathy and electrolyte abnormalities. On 2/7/97 the pt expired after development of a malignant arrythmia.